Event description:
Event description guidant received information that the rate sensing portion of this transvenous defibrillation lead was capped due to intermittent loss of ventricular capture. A new sensing lead was implanted.